Manufacturer narrative:
(B)(4). Band cut in two distinct parts. The device was returned for analysis. The complaint cannot be confirmed, device returned for evaluation was cut in two, and consequently a functional leak test could not be performed. It was not possible to localized the leak by visual inspection of the band. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it is noted that leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its occurrence and causes are documented within the product's instruction for use (IFU). A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. It is also noted that all devices are 100% leaked tested prior to distribution; therefore it is unlikely that a manufacturing issue contributed to the reported event. A review of additional information was also performed, and it was noted that prior the implantation of the band, a pre-leak test was performed by the scrub nurse with a successful result; therefore the short implant time is suggestive that damage may have occurred during implantation.

Event description:
It was reported that post implant a gastric band, it was removed due to leakage. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.